Manufacturer narrative:
It was later reported from the field representative that the patient was hospitalized due to syncope. The device was programmed aair to prevent rv pacing since patient had a long pr. It was discovered from telemetry during hospitalization that the patient developed an intermittent heart block which may have caused the syncope. The patient's device was reprogrammed to ddd and the patient was being evaluated for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). There were no physician allegations towards the device functions. The device was later returned. The reason for explant was not known. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator was hospitalized. There was report from the patient's family that the device was reprogrammed and the pacing was too fast. Resolution and clarification was requested from the field.